Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that they obtained blood glucose readings of 279 mg/dl at 6:15 p.m., 359 mg/dl at 6:29 p.m., and 529 mg/dl at 6:42 p.m. On the contour next one meter. Within 10 minutes, repeat testing was performed with a non-ascensia meter and the readings of 136 mg/dl, 138 mg/dl and 136 mg/dl respectively were obtained. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour next one meter which was different from the one implicated to be involved in the event. The customer also returned the contour next test strips from lot # 9hpef01a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.